Event description:
A report was received that the patient¿s ipg would not hold a charge. The patient underwent a procedure wherein the ipg was replaced. The physician did not think that there was anything wrong with the old battery.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.